Manufacturer narrative:
Analysis of the catheter revealed a non-significant anomaly of sc connector coring-tears-cuts in seal, but no leak was observed in the laboratory. Analysis of the pump found no anomaly.

Event description:
The patient had a fever, increased spasticity in his legs, and underdose symptoms. They were unable to aspirate csf (cerebrospinal fluid) from the side port. An x-ray was done. The catheter had an occlusion/kink in the proximal segment. The pump and catheter were replaced. The product issue was resolved. The patient status was reported as ¿alive-no injury¿. The patient¿s symptoms resolved. The device system was delivering gablofen.

Event description:
After explant, when the pump was being packaged for shipping, the pump motor stalled. The pump stalled on (B)(6) 2015 at 05:57 and recovered on (B)(6) 2015 at 06:46. This had not occurred previously.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.